Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, anaemia and vaginal discharge outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, anaemia, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff is claiming received treatment for pain & bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs and mr received: case has became incident. Previously reported event "injury " replaced with new events .new events added: pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), apareunia,,dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, metrorrhagia (bleeding b/w periods), vaginal discharge. Event outcome were added. Reporter information were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B02261) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, infertility female, heavy periods, iron deficiency anemia and vaginal delivery. Concomitant products included cefixime (flexeril), ibuprofen (motrin), lidocaine and medroxyprogesterone acetate (provera). On (B)(6)2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("anemia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, anaemia, vaginal discharge and vaginal haemorrhage outcome was unknown and the abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, anaemia, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff is claiming received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2015: bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received and mr received: new event (vaginal bleeding), lot number updated, reporters, concomitant medication and medical history updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B02261) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, infertility female, heavy periods, iron deficiency anemia and gravida. Concomitant products included cefixime (flexeril), ibuprofen (motrin), lidocaine and medroxyprogesterone acetate (provera). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("anemia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, anaemia, vaginal discharge and vaginal haemorrhage outcome was unknown and the abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, anaemia, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff is claiming received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. B02261) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, infertility female, heavy periods, iron deficiency anemia and gravida. Concomitant products included medroxyprogesterone acetate (provera) for dysmenorrhea, dyspareunia, menorrhagia and vaginal bleeding as well as cefixime (flexeril), ibuprofen (motrin) and lidocaine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)/ vaginal bleeding"), 2 years 6 months after insertion of essure. On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("anemia") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with paracetamol (tylenol) and surgery (salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, female sexual dysfunction, dysmenorrhoea, anaemia and vaginal discharge outcome was unknown and the abdominal pain, menorrhagia, metrorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anaemia, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff is claiming received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2015: bilateral occlusion; on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: plaintiff fact sheet was received. Reporter information, events onset date, treatment drug, lab data were added. Outcome of the event "vaginal bleeding" was updated to resolved from unknown. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.